Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the device could not be inserted. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. Due to the different device the surgeon switched to a different anchor technique to finish the surgery successfully.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that the distal end of the driver is bent. The cause of this condition usually is the excessive force used prying and/or leveraging the device. The cause remains misuse.